Event description:
It was reported that the battery started to come out of the pocket about 2 months prior to this report. The device pushing out hurt and it was irritating her back. Surgery was scheduled for (B)(6) 2015 to correct the issue. Replacement was confirmed to have occurred on this date. Follow-up determine that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative and had an appointment on (B)(6) 2015. Further follow-up determined that the patient met on this date and reprogramming was performed. Recharging education was also provided. The issue of the battery poking out was resolved. No cause was determined and it was not device related. The patient was doing very well and was receiving effective therapy. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).